Manufacturer narrative:
No further information concerning this report is available at this time. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this patient's device was at end of life (eol). Technical services was not able to provide the device longevity due to the depleted condition of the battery. Technical services assured the field representative that bradycardia therapy remains available for 90 days. Remains in service. No adverse patient effects were reported. Boston scientific has issued an advisory communication regarding an older subset of cognis/teligen devices that is more susceptible to a product performance anomaly. Specifically, the performance of a low voltage capacitor may be compromised over time, causing an increased current drain that can lead to premature battery depletion. This particular device was included in the advisory population.

Manufacturer narrative:
--

Event description:
Additional information was received confirming that the device was not explanted as the patient developed an infection. Remains in service. No additional adverse patient effects were reported.